Manufacturer narrative:
A general reagent issue can be excluded since qc was within range. The service actions (cleaning the sample probe, the reagent probe, the rinse station, and the reaction cuvette) resolved the issue. No further issues were reported after the service visit and the instrument was performing within specifications. The root cause was consistent with a maintenance issue.

Manufacturer narrative:
The crep2 reagent lot number was 794457. The expiration date was not provided. Qc was within the assigned ranges on the day of the event. The field service engineer checked the instrument and found no leaks at the rinse station. He cleaned the sample probe, the reagent probe, the rinse station, and the reaction cuvette. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with crep gen.2 (crep2) assay on a cobas 8000 c702 module. Initial result: 832 umol/l. Repeat result: 42 umol/l. The customer questioned the initial result as it did not match the patient's clinical condition. The sample was then repeated. No questionable result was reported outside the laboratory. The repeat result was consistent with the patient¿s condition.